Manufacturer narrative:
An event regarding malposition involving an unknown implant trident shell was reported. The event was confirmed following a clinical review. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "the stem has adequate size and position but is grossly loose with radiolucent lines all around the stem. A dall-miles (dm) cerclage wire is present around the proximal stem section. A small cortical hypertrophic bone reaction is seen near the lateral stem tip section without typical pedestal formation. The trident cup has an adequate inclination but absent anteversion as evident by the straight line projection of the cup opening circle. Also the lateral hip view confirms a significant mismatch of 9° between acetabular bone plane and cup plane. The cup is well fixed to the bone. {....} discussion: revision of trident liner for ¿mechanical failure¿ an unknown time after implantation in a female patient of (B)(6) years with unknown weight and activity level. The liner was replaced with a restoration adm insert and liner. X-rays confirm implantation of an accolade-ii stem with trident cup and supplemental screw fixation with use of a large ceramic femoral head. The stem has adequate size and position but is proximally loose with radiolucent lines all around the bone ingrowth section of the stem. A dall-miles (dm) cerclage wire is present around the proximal stem section. A small cortical hypertrophic bone reaction is seen near the lateral stem tip section without typical pedestal formation. The trident cup has an adequate inclination but absent anteversion as evident by the straight line projection of the cup opening circle. Also the lateral hip view confirms a significant mismatch of at least 9° between acetabular bone plane and cup plane. The cup is well fixed to the bone. {.....} from the x-rays, several key problems become evident: a proximally loose accolade-ii stem; the presence of a dm-cable around the proximal femur; the cup malposition in absent anteversion; this will narrow down the possible number of failure modes. The accolade-ii stem has radiolucent lines all around the important proximal bone ingrowth surface. It has therefore failed to acquire bone ingrowth fixation. The stem still has some stability around the stem tip section as evident by the presence of a cortical hypertrophic bone reaction near the lateral stem tip. The radiological sign of cortical hypertrophy is typical for distal loading of the stem. Stems of the accolade family are designed for proximal loading where the distal stem section only serves initial alignment and stabilization until adequate osseointegration has been obtained, usually within the first few months after implantation. If the stem fails in acquiring proximal fixation by for instance undersizing, malposition and/or external overload conditions, secondary mechanisms may attempt to stabilise the stem against subsidence. In such cases of failed proximal fixation, new bone may develop in a reaction to the relative overload condition around the stem tip according to ¿wolff¿s law¿ of bone remodelling. {.....} excessive micromotion between stem and bone is counter-productive for bone ingrowth fixation and thus may have contributed to the loose stem. Such a failure would be procedure-related because the surgeon is responsible for surgical technique including prevention of periprosthetic fractures by adequate sizing of the implant and corresponding bone preparation. Although this could be possible and would be consistent with the radiological findings, it would be more likely that an external overload condition has contributed to excessive micromotion between stem and bone and thereby prevented bone ingrowth fixation. The cause for this external overload condition should be found in the cup malposition in absent anteversion. This is confirmed with at least 9° mismatch between acetabular bone plane and cup plane on the lateral x-ray. {.....} cup malposition thus represents the principal failure mode and this is a procedure-related factor because the surgeon is responsible for optimal component position. More clinical information may provide better understanding of this case although final conclusions are not likely to change. This pi case is not device-related. Procedure-related factors: cup malposition in absent anteversion. Patient-related factors: none. Device-related factors: none. Diagnosis: cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty contributing to secondary stem loosening with or without instability requiring revision. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records and x-rays by a clinical consultant concluded: "cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty contributing to secondary stem loosening with or without instability requiring revision." Device not available.

Event description:
It was reported that surgeon performed a revision of patient's right hip "due to mechanical failure [nature unknown] as per the pre-op diagnosis". It was determined that the cup was malpositioned.